Event description:
It was reported that posterior capsular damage was noticed after lens was inserted in the patient's right eye. The orientation of the lens changed. The lens was removed and replaced intraoperatively with another model lens. The surgeon indicated that in his opinion the likely cause of the event was intra-operative posterior capsular break. The patient's current prognosis is good. Please ref MDR #1119279-2013-00354 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.